Manufacturer narrative:
(Medical complication reported) title: transanal total mesorectal excision (tatme): single-centre early experience in a selected population source: updates in surgery (2019) 71:157¿163 published online: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january and may 2016, study aimed to evaluate the early surgical results following total mesorectal excision to treat rectal cancer. Twelve patients were affected by mid-low rectal adenocarcinoma suitable for surgical resection were operated on using the hybrid technique of laparoscopic anterior resection with the device in all patients. The operation was successfully completed laparoscopically. Cardiovascular comorbidities were present in 3 patients; previous oncological disease in 2 patients, 1 patient suffered controlled type 2 diabetes, 1 patient had poorly controlled type I diabetes with end stage renal disease on dialysis. Tumor was located in the middle rectum in 6 patients, in the lower rectum in 6 patients. No upper rectum cancer was selected for this approach. Transanal total mesorectal excision (tatme): single-centre early experience in a selected population michele de rosa1 · fabio rondelli1 · marcello boni1 · fabio ermili1 · walter bugiantella1 · lorenzo mariani1 · graziano ceccarelli1 · antonio giuliani2.